Manufacturer narrative:
(B)(4). Batch # p94l6k. Investigation summary. The device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that once the technician has connected the harhd36 to the generator. It run normally, and goes to the screen "advanced hemostasis & 5". But once he activate, error screen occur "press ok to continuous, press ok to reset system and continuous". They then unplugged the cable and connect, same thing happens again when he tried to activate. They checked the software version, it was 2016.1.1. They switch off the machine and tried again, same thing. They opened a new consumable and try one the same machine, same thing happened. Finally, they changed another machine, however, the generator shown " no instrument uses remaining". They use harh36 to continuous the surgery. No patient consequence.